Event description:
This is the same event and the same pt reported under inamed file #2027818. This is the second MDR submitted for the second suspect product, also manufactured by mcghan medical. Pt developed hypersensitivity at injection sites approximately 2 months after collagen injectiion. Physician has treated symptoms with oral prednisone, oral keflex, oral valtrex prophylacticaly, and im depo-medrol.